Event description:
It was reported that: at the beginning of the case, the pt was spontaneously breathing, however, the doctor had the apl valve set in the manual position, but at the minimum setting. He stated he observed pressure building as high as 20 cmh20 and could not get it below 10 cmh20. The doctor stated he relieved the pressure by unscrewing the apl valve retaining ring to allow for an opening. No pt injury reported.